Manufacturer narrative:
A ge service representative did not evaluate the system. The error was cleared by the customer. No additional information was provided.

Event description:
The customer reported that the 9800 system displayed a sensor fault error message and that the left monitor was black. No pt injury was reported.